Event description:
Healthcare provider reported a right side deflation and textured exchange due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on radius side assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ crease folding of implant: observed creases on the device. ¿ calcification: not observed. Additional observations: ¿ brown particles observed on the surface of the device. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation and textured exchange due to the concerns of the product. The device remains implanted.